Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. However, the repairs were not completed by the getinge fse. The customer asked a third party company to repair the iabp which was then returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) a ¿quick air leak¿ occurred. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) a ¿quick air leak¿ occurred. There was no harm or injury to patient and no adverse event was reported.